Event description:
It was reported, during implantation, the surgeon removed the valve from the holder to parachute the valve into place utilizing his thumb. The physician reported it was a difficult case with limited visualization due to pt anatomy. While attempting to parachute the valve into place, it was reported the surgeon's thumb may have slipped off of the office onto the leaflet and broke and dislodged the leaflet. The majority of the fractured leaflet was excised and the remaining shard was believed to be aspirated to the wall suction during irrigation. It was reported clamp time was within normal limits.